Event description:
In the process of contacting the pt to notify device may be nearing end of service, it was discovered that the pt had some constriction to the vocal cord with the vns. Additionally, the reporter stated that the pt commited suicide in the spring of 2001 (shot self in the head) attempts to obtain add'l info have been unsuccessful to date.